Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The investigation is identified for the reported material deformation issue. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age and weight of the female patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age and weight of the female patient were not provided.